Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer reloaded the cartridge to resolve the issue. Customer's blood glucose level was 214-230 mg/dl.